Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range shock impedance greater than 125 ohms on a competitor's right ventricular (rv). The cause of the high impedance measurements have not been reported. No adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.